Event description:
During an emergency exploratory laparotomy, the cell saver collection reservoir was observed to contain clots as well as the line and filter. The operator found the suction pressure set at 600mm/hg instead of 100-150mm/hg. Unexpected sensor readings occurred on the cell saver and the operator attempted to clean the sensors on three attempts. Due to the urgency of the situation, the machine was run on manual mode but continued to receive error messages. The product was not transfused to the patient but was sent to the blood bank for quality control. The patient received two units of packed red blood cells in the emergency department and one in the post anesthesia care unit. The patient was noted to be 'hemodynamically unstable and on a ventilator." The patient lost an estimated 2000cc's of blood. The cell saver was sequestered. The cell saver has been since checked and works properly. The event was a result of operator error setting the suction 4-6 times too high.